Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported the patient had back pain since the day prior to the report, but they did not know how to use the patient programmer to turn the therapy on or make adjustments. Assistance was offered over the phone by patient services, but the consumer said she would not be able to follow instructions. The consumer was hoping to reach a manufacturer's representative (rep) to come see the patient to make a stimulation adjustment. It was noted the patient had a doctor's appointment on (B)(6) 2015 and was trying to coordinate for a rep to be present. Relevant medical history included non-malignant pain and lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.